Manufacturer narrative:
The actual device is in process of being returned for evaluation. The model number and lot number were provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "when the metal element was heated up to start the surgery, the heated tip broke and flew about 30cm away. Thankfully it landed on a piece of hygiene roll covering the patient and not on the patient or a staff member. One of the replacement tips included in the del-1 kit was used to complete the surgery with no complications."

Manufacturer narrative:
The actual device was returned for evaluation, but was returned without any of the tips. The device batteries were tested and were within specification. The customer was unable to supply specific information about the duty cycle of the device. Root cause is unable to be determined without further information about the duty cycle of the device. The complaint was confirmed, but root cause was undetermined. If any additional relevant information is identified, it will be submitted in a supplemental report.